Manufacturer narrative:
A review of the logs confirmed the failure. Testing of the actual device found that all interior parts were corroded due to liquid ingress. Device scrapped and replaced.

Event description:
Perfusionist reported that a roller pump stoppage during a case. We consider pump stoppages to be reportable, despite no harm to the patient involved.